Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and currently awaiting field service repair. At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the avea ventilator, the unit is alarming circuit occlusion, ext. High ppeak (extended high peak pressure), safety valve open, apnea interval, low ppeak (peak pressure), low ve (minute ventilation) alarms. Carefusion technical support in conjunction with the customer went through the troubleshooting process, but the issue was not resolved. The issue occurred when the rt (respiratory therapist) was setting it up for patient use. There is no report of patient involvement associated with the event.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.